Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on 2 mar 2024, the patient underwent balloon dilatation and stenting of the m segment of the right middle cerebral artery under general anesthesia due to cerebral infarction. Intraoperative sealing of the postoperative vessel was performed using the involved angio-seal device. The procedure went well. On (B)(6) 2024, the patient and family found a mass in the left femoral artery, and a local ultrasound suggested that a pseudoaneurysm had formed in the left femoral artery. After two (2) days of observation, the patient was injected with thrombin for the pseudoaneurysm of the left femoral artery under ultrasound guidance on (B)(6) 2024, and the patient's condition was continuously observed. The blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. There was no abnormality when using angio-seal during surgery. Additional information was received on 15 apr 2024: the sheath size used was an 8 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The patient was stable. The procedure was successful; however, at the ending of the procedure, there has some bleeding, with applying pressure to stop.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the vessel due to access or due to multiple sticks (perforation) which resulted in the formation of a pseudoaneurysm postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).